Event description:
A physio-control field service representative was performing contract maintenance at the customer's facility, at which time he discovered that one of their lp12 devices would reset when the large keypad was pressed between the power push-button and the battery charge led. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent failure. Physico replaced the main control keypad assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.